Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that upon sensor deployment, sensor wire broke and remained on patient's abdomen. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.